Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during start up, the power indicator would light up, but the lcd monitor remained pitched black and nothing was displayed while connected to the video system center. The issue occurred during preparation before the diagnostic procedure. After restarting the system several times, the device was restored. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.